Event description:
During prostate interstitial brachytherapy (transperineal ultrasound guided interstitial iodine 125 seed implant of prostate) using 125 iodine #70 seeds, needle tip broke off in pt. A 2 cm surgical incision was made and the tip of the needle was retrieved. Actual lot and expiration info was not retained by staff. Needle in question was either from a one needle or 5 needle package.